Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 41 mg/dl and 139 mg/dl, 15 mg/dl and 150 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).